Event description:
Clinical narrative: us. An impella 5.5 device was inserted via an unknown access site in a patient of unknown age and gender for an unknown indication. The patient's comorbidities were not reported. The patient's clinical state prior to initiation of support, including the society for cardiovascular angiography and interventions (scai) shock stage, was not reported. During ongoing impella 5.5 support, an ic notification reported a "purge system blocked" alarm. The clinical team reported the use of argatroban in the purge fluid due to increased purge pressure. Following this intervention, the purge pressure reportedly decreased. The reporting individual advised the clinical team that the use of argatroban in the purge fluid is an off-label practice. The patient remained on impella 5.5 support at the time of reporting.

Manufacturer narrative:
Section a. Patient information is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.